Event description:
Country of complaint: (B)(6). Suture is breaking as it is pulled off the cassette.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Evaluation on-going at manufacturing site.